Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a thoracolumbar procedure in (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.